Event description:
The facility representative reported problem with the pump door. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known. The device was returned for service. During service by baxter, a broken door was found.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.